Event description:
After predilatation, another company's stent was placed in the lad. A mini vision stent was to be placed distal to the already placed stent (contrary to IFU); however, it would not cross through the stent. Upon removing the mini vision, while pulling it into the guiding catheter, the stent dislodged and was deployed in the proximal lad at an unintended site. No patient effects were reported.